Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 6.5 cm diameter thoracic aortic aneurysm. The proximal thoracic aorta was 60mm. It was also noted that there was mild calcification in the thoracic aorta at implant, and there was moderate calcification and tortuosity in other vessels. It was reported that the patient came in for scheduled thoracic endovascular aortic repair (tevar). The physician performed a left common iliac to superior mesenteric artery bypass and a left common iliac to hepatic bypass. The physician did this in order to create a distal landing zone. After completion of the bypasses with abdomen open the physician punctured the proximal right common iliac and placed the thoracic grafts through the right proximal common iliac artery. Due to the long procedure time, and the blood loss from the bypass, they decided not to extubate. Several hours later while in recovery room patient¿s pulse was diminished on right side the patient was then brought back for a femoral to femoral bypass. It was then reported that the patient never regained consciousness and died. Additional information received reported that the physician did not know what caused the death. The physician also stated that the death was not related to the device and ¿the device performed as intended and that part went very smooth.¿

Manufacturer narrative:
(B)(4).